Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower 2 door 4 had failed. A field service engineer (fse) removed the latch column, identifying loose connections causing intermittent failures. The fse tightened the connections to resolve the issue. The fse completed basic inspection of remaining door connectors. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 bsa4a tower 2 door 4 recurrent failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.